Event description:
It was reported that a pt underwent a bilateral breast reduction procedure on (B)(6) 2009. During the procedure, upon first pass through the tissue, the needle broke and fell into the breast tissue. When the needle was retrieved, it was noticed that a small part of the tip was broken and missing. It was not found and is assumed to be retained.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.